Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since product is not sold in the us, a UDI is not applicable to the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "water intrusion mark into the equipment" is likely to have occurred as a result of main board flooding. Additionally, phenomenon 2 "equipment not getting on" it is likely to have occurred due to power supply unit failure. Lastly, phenomenon 3 "power switch cannot be pushed" is likely to have occurred due to power switch failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation and the customers allegation was confirmed. In addition to the reportable findings documented in b5, the following nonreportable findings are; evidence of heavy rusting and water seepage marks were found on the main board, hit marks on the front panel and corrosion on the rear panel. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during their routine maintenance the video system center was found to have water inside the unit. The device was returned for evaluation and during the evaluation it was determined that the following reportable events were identified; the power switch cannot be pushed due to a faulty power switch and the unit would not power up due to a faulty power supply. There was no procedural or patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.